Event description:
It was reported that the activa rc wireless recharger was not connecting to the implantable pulse generator (ipg). The recharger battery light was flashing green with no audible beeping, and the recharger application was not connecting to the recharger. The device was reset twice with no change. A replacement product was sent and the issue resolved. No patient complications have been reported as a result of this event. 2025-jun-16 e1, image x2 (for, rep): no new information. 2025-jun-22 e2 (for, rep): no new information. 2025-sep-04 rpl 462712, 462713 (other) no new information.

Manufacturer narrative:
Continuation of d10: product ID: wr9200, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.